Event description:
Customer reported, the system is losing images during a case. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. System operates as intended.